Manufacturer narrative:
Method: the device was received for analysis. At this time the evaluation is anticipated but not yet begun. A review of the device history record (DHR) is in progress. Results: there are no results available as the investigation and evaluation are currently in progress. Conclusions: the investigation is ongoing and has not yet been completed. Once the analysis and investigation are complete a follow-up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
It was reported by an I-flow product representative that an anesthesia technician was shocked by a es400 nerve block stimulator during routine inspection in the anesthesia work room. The anesthesia technician reported the following. There was no strong magnetic field in the area of use. He was touching the electrodes that were connected to the connector cables. The electrodes were placed on the right forearm. The stimulator was set on 'double' setting. No medical intervention was given and no injury occurred. *anp: asked not provided*